Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: 7028582. Model/catalog description: coveredge 32 surgical lead kit 50 cm. It is indicated that the device will not be returned for evaluation; therefore, a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a suspected infection at the ipg site. The patient underwent an explant procedure. The patient was doing well postoperatively.